Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the rv lead had infected vegetations thus, the decision was made to explant the entire system. There were no additional adverse patient effects reported. The rv lead was explanted.